Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information that has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: a1, a2, a3a. If information that was not available for the initial report is obtained, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: inlay change. No patient harm. The product was not returned to j&j medtech orthopaedics, however photos were provided for review. The photographs attached were reviewed, however they do not represent the reported product complaint. However, although the cup was not returned for evaluation and photographs provided are not representative of the reported product complaint, due to the condition observed on the altrx neut 32idx48od and the delta cer head 12/14 32mm +1 it is reasonable to conclude that a disassociation event occurred between the liner and the cup. A manufacturing record evaluation was performed for the finished device product code: 121701048, lot number: 3822944, and there were 2 non-conformances associated with this lot, however these are not related to the failure mode of the complaint. With the information provided is not possible to determine a potential cause at this moment. The mode of failure of the device is multi-factorial and consideration must be given to all other potential influences such as surgical process, patient variables (e.g. Activity level and use), anatomical considerations and patient changes over time. Any conclusions from the investigational input provided have to be placed into context with all other relevant factors. It is highly recommended to the patient to consult with their healthcare professional for further assessment. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was confirmed based on the visual examination of the involved implants. Pinnacle 100 acet cup 48mm would contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: 1) quantity manufactured: (B)(4). 2) date of manufacture: 06/09/2022. 3) any anomalies or deviations identified in DHR: there were 2 non-conformances associated with this lot, however these are not related to the failure mode of the complaint. 4) expiry date: 05/31/2032. 5) IFU reference: IFU-0902-00-701 rev. T. Device history review: a manufacturing record evaluation was performed for the finished device product code: 121701048 lot, number: 3822944, and there were 2 non-conformances associated with this lot, however these are not related to the failure mode of the complaint. H11 additional narrative: added: d10.

Event description:
It was reported that the implantation of the left hip tep was on (B)(6) 2022. Revision with head and inlay change for inlay fracture and secondary inlay dislocation on (B)(6) 2025. This occurred while putting on shoes. The patient was discharged 4 days after the operation and is currently undergoing rehabilitation.

Manufacturer narrative:
Product complaint # (B)(4). Depuy orthopaedics is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy orthopaedics has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy orthopaedics or its employees that the report constitutes an admission that the device, depuy orthopaedics, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.